Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging black particles observed in the device, humidifier, mask and tubing. The patient has been having migraines for the past year. There was no report of serious harm or injury. The device was returned to the manufacturer's product investigation laboratory for further investigation. The external part of the device was visually inspected and found no signs of contamination. The internal part of the device was visually inspected by the manufacturer and found evidence of contamination inside the blower box. The manufacturer found no evidence of sound abatement foam degradation. The device was applied power and the manufacturer verified the device provided airflow. The device's downloaded logs were reviewed by the manufacturer and found one e-22 logged. The manufacturer concludes there was no evidence of sound abatement foam degradation within the device. The previous report did not mention the patient having migraines. Section h6 updated.

Event description:
The manufacturer received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.